Event description:
Olympus was informed that during an unspecified type of colonoscopy procedure, the users experienced a complete loss of image. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that the image blacked out when the referenced device reached the cecum. The intended procedure was said to have been completed with a different endoscope. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The image would cut off and blacked out when the bending section was manipulated. The referenced device was evaluated with a temporary electrical connector, and the image would still cut off and blacked out when the bending section was manipulated. The reported phenomenon was attributed to the charge-coupled device (ccd). Additionally, the referenced device was returned with approx 33% of light-guide bundle breakage. The referenced device was refurbished and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.